Manufacturer narrative:
Advanced bionics no longer considers this event reportable. The recipient's issue reportedly resolved with over the counter treatment. Medication was not prescribed. Additional treatment details will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing redness and tenderness at the implant site. The recipient was prescribed ointment. The recipient is presenting with sound quality issues due to a possible air bubble around the electrode.